Manufacturer narrative:
According to the response from the service manager this record was created incorrectly, since the customer was looking for the paddle's replacement. There was no allegation of the paddles malfunctioning, but the exact reason of the request was not provided. The rse directed the customer to the commercial team. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the unknown type of the paddles. There was reportedly no patient involvement. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the unknown type of the paddles. There was reportedly no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that paddle type is unknown. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.